Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Date - time of onset of infection and urinary retention from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Duration of urinary retention how was the urinary retention confirmed? Was medical/surgical intervention required to treat the urinary tract infection and/or urinary retention? If so, please provide dates and surgical findings. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced urinary retention and recurrent urinary tract infections. Additional information was requested.